Event description:
It has been reported to us that the tip of the guide wire separated from the shaft and remains inside the pt's vessel. The physician inserted the guide wire into the pt. The physician inserted a left ventricle lead and implanted into the vessel. The physician attempted to remove the guide wire; however, the tip of the guide wire became lodged in the coronary sinus. An attempt was made to remove the separated tip of the guide wire from the pt; however, this was unsuccessful. The pt is reported to be fine.

Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt. Device eval anticipated, but not yet begun.